Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the circle module was warped and was the cause for the control panel not closing. The circle module was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit alarmed and the control panel was not locking into place, causing an inability to ventilate. There was no report of patient involvement.